Event description:
The customer reported this lead was surgically abandoned (capped) and replaced due to loss of capture and high thresholds. To date, there have been no adverse pt effects reported. The lead was actively implanted for approx 7 years, 7 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.